Manufacturer narrative:
The device was not in clinical use or providing therapy at the time of the event reported. No harm or injury has been indicated or alleged. The customer replaced the power switch overlay to resolve the reported issue. The unit was functionally tested and successfully passed all testing. The unit was returned to service. No other anomaly was reported.

Manufacturer narrative:
Upon further investigation, the alarm led failure was discovered during testing, set up with no delay in therapy. Therefore this complaint no longer meets reportability requirements.

Manufacturer narrative:
Date of report: 30sep2021.

Event description:
It was reported to philips by a customer that the unit led alarmed. It is unknown if the unit was in use on a patient at the time of the reported event, however, no patient harm or injury were reported the device was evaluated remotely by a philips remote service engineer (rse). Upon further inspection and review of the device and diagnostic report, the customer stated when the unit powered on it gave a / led alarm failure. The rss and customer found error code 1105 in the event log, the rse advised the customer about the steps to take for 1105-alarm failure code. The customer stated he would be removing all power and see if the unit corrects itself, if not he would order replacement led overlay. The rse provided customer with the power switch overlay part number. The investigation is ongoing.